Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it was reported to not be available. The root cause could not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon treating an ic aneurysm and parent vessel occlusion, the coil stretched. The physician intentionally detached the coil as it was indicated it would be difficult to retrieve. No harm or injury was reported. On (B)(6) 2013 the pt was reported to not have any problems.